Event description:
It was reported that during the procedure, after the xact stent was implanted in the left internal carotid artery, during removal of the xact stent delivery system, the open emboshield nav6 was inadvertently withdrawn through the xact stent and into guide catheter. There was no damage to the xact stent. The device was removed. A second emboshield nav6 was opened, but was not used due to a white powdery residue that was found on the device. A third emboshield nav6 was used to complete the procedure. Two days after the procedure, the patient had a flaccid right hand accompanied by headache, but she did not seek medical attention at the time. Brain MRI performed approximately 1.5 months post procedure, found evidence of an old left occipital cerebrovascular accident (cva). This event was classified as a transient ischemic attack, although the symptoms are continuing and improved. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other emboshield nav6 and xact stent are each being filed under separate MFR numbers.